Event description:
The autoclave broke down while we were flushing the tray for the physician. The cycle was not completed and we couldn't open the autoclave door. We called and notified biomed. Nurse manager was notified too and there were only two trays available for the dr., both were unsterile. Dr. Was informed about his other tray and that if we flashed the other tray he would be done by the time the tray would be sterilized.